Event description:
Artisan bone plug was opened, below the first coil cover there was a hair (between both sterile containers). Hair is attached in the glue of the lid and is still present. The next sterile container within this container was opened and used, as per surgeons request.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.